Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device went through a capacitor reform and experienced an excessive charge time alert. It was also noted that end of service (eos) was triggered when the battery voltage dropped below the eos voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.